Event description:
On (B)(6) 2012 customer reported that the dxi 600 instrument generated an erroneously elevated ck-mb result for one patient. The result obtained of 5.2 ng/ml was above the normal reference range. Customer stated that two additional samples were analyzed and ck-mb results were within the normal reference range (3.0 ng/ml on (B)(6) 2012 and 2.4 ng/ml on (B)(6) 2012). The customer was uncertain if there was any change to patient treatment as a result of the elevated result. There was no quality control, calibration, system check, or patient data supplied by the customer for review. Multiple attempts were made to obtain additional information, but this was the only information supplied by the customer regarding this event. The failure mode for this event is unknown and could not be determined using the supplied data.

Manufacturer narrative:
Device evaluated by manufacturer, no: customer did not supply information regarding this event. No data supplied.